Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep found precharge voltage error in event log, and suspects the batteries were low at the time the errors occurred, and that batteries have since been charged. (B) (4).

Event description:
The customer reported the system is displaying various different errors. No pt injury was reported.